Event description:
It was reported that the programmer was having difficulty interrogating implantable heart devices. It was noted that it appeared to be the connector. The radiofrequency programmer head was changed out but the situation did not improve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head connector was loose on the link electronic module (lem) circuit board. As a result the lem board was replaced and calibrated. It was also noted that the system fan and hard drive were noisy. (B)(4).